Event description:
It was observed that during the device evaluation, the adhesive around the light guide lens and the obective lens of the fiberscope peeled. In addition, the connecting tube coating peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.